Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior. Boston scientific engineering analysis of device data indicated that the power consumption of this device has been increasing during the past year. The power consumption is expected to continue to increase and it is recommended to replace the device and return it to boston scientific for a detailed analysis. The analysis of device data also indicated that assuming the device behavior remains unchanged, there is sufficient battery capacity to support therapy and device replacement for at least 90 days. Boston scientific technical services (ts) reviewed the device data analysis results with the healthcare provider (hcp). The device remains in-service at this time. No adverse patient effects were reported.

Event description:
This supplemental report is being filed based on explant and replacement of the device and completion of device analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.